Manufacturer narrative:
No product was returned. X-ray films were not provided to the MFR. With the available info, a cause or contributing factor cannot be identified. A separate MFR report was filed on the broken screw.

Event description:
It was reported during a f/u visit, about six weeks post-op, x-rays showed the screw at c7 backed out about 3-4mm. The screw at c4 was broken. The pt was asymptomatic. There was no indication surgery was required.